Manufacturer narrative:
The device had no button error alarm noted during testing. The device had an unresponsive esc and up buttons due to corroded keypad traces. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping or scrolling during testing. The device had a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and high blood glucose event. The customer¿s blood glucose was 320 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were scrolling. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer had a high blood glucose of 480 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.